Event description:
The customer reported that the monitor would flicker. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The printed circuit boards and connectors were reseated. The system was tested and operates as intended.